Manufacturer narrative:
Serial numbers (B)(4) were provided, corresponding sides cannot be confirmed at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a rupture for an unknown side. Device remains implanted.